Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unk. The aortic neck is short and angulated. It was reported that the 12 months post implant the stent graft had slightly migrated, with no endoleak and good apposition in the sealzones. At 13 months the pt returned to the physician with severe back pain, the computer tomography revealed no evidence of endloleak, however the stent graft had migrated 10 mm, an aortic cuff was placed. The pt returned yearly with no change in the stent graft. At the 60 months post implant follow-up computed tomography demonstrated a right common iliac artery aneurysm and a right external iliac artery chronic dissection distal to the previously deployed stent graft system. The physician elected to treat the new aneurysm and the dissecton with a talent device. The pt requested the physician repair a bilateral inguinal hernia during the same procedure as the repair of the iliac arteries. Five days post repair of the iliac arteries the pt had acute pain and swelling and presented at the clinic for evaluation. This was determined to be postoperative preperitoneal hematoma. Seven days post repair of the iliac arteries and hernia the pt presented with pain and the physician elected to perform evacuation of hematoma. The pt was discharged two days post hematoma evacuation. It was then reported that 65 months after the initial implant, the pt presented to the hospital with back pain, the computer tomography demonstrated a type ii endoleak between the aneurx aortic cuff and the talent aortic cuff resulting in aneurysm enlargement. The cuffs were removed from the pt; the bifurcated stent graft and iliac stent graft remain in the pt. Medtronic has received the explanted cuffs and the analysis has been completed. It is likely that the overlap of the distal talent cuff and aneurx cuff and the bifurcated stent graft were inadequate to sustain a seal due to the severe angulation of the pt's aortic neck.